Event description:
Additional information received from hcp indicating that this was only happening when turning device on and was transient. Advised patient to stop turning device off at night. Impedance check showed out of range at contact 8, but this contact is not used in therapy. Issue is not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that lately when they turn their machine on, it stimulates their arm more than they used to. Patient said it randomly vibrates their arm. Agent asked the patient if they had any falls or anything of that nature, and patient said no. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.